Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens got stuck in the injector. Additional information was requested, and received. There was no patient harm.

Manufacturer narrative:
The device with the lens was returned loose. A note containing the pr number of the complaint was wrapped with a blue rubber band wrapped tightly around the spring area of the plunger. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger appeared to have been retracted into the loading area. The plunger appeared to have been inadvertently advanced a second time, making contact with the optic edge, potentially during application of the blue rubber banding. The lens was rotated sideways and flipped, located at the far end of the loading area and tilted upward into the nozzle entry area. This lens position could suggest that a previous plunger underride may have occurred. The rotation and flipping of the lens may have occurred due to retraction of the plunger prior to return shipment. The leading haptic was extended toward the device nozzle. The trailing haptic was misfolded onto the posterior optic surface. The nozzle tip was bent on the left side resulting in a downward bend of the beveled anterior tip area. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause for the reported complaint of "lens got stuck in the injector" may be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The position of the lens in the device may suggest that a plunger underride had previously occurred. Plunger underride may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Lens may become stuck in the device: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).